Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump display screen lens was found to be scratched. When the pump powered on, the display was found to be dim and discolored with a reddish hue. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim, discolored, and scratched impacting visibility of the screen. This report is made based on the results of evaluation completed on (B)(6) 2015.